Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6), 2011, a procedure was performed whereby the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. It was reported that the physician was unable to cannulate the contralateral gate of the trunk due to the pt's tortuous anatomy, so an unplanned aorto-uni-iliac was performed with an add'l trunk-ipsilateral leg component. The procedure was concluded with no further issue, and the pt tolerated the procedure.